Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the pocket happened few years ago. No further new information.

Event description:
Information was received from a patient who was receiving baclofen and morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that when they were having problems with the drugs, they ended up in the hospital a long time ago and they could not remember when that was or what happened. The patient stated that there was such a little amount of drug in the pump, so they were told to eliminate one drug to prevent corrosion of the pump. They have had a few pumps over the years and that four years ago they had a pump that made it the full 7 years, but other pumps went down due to issues. The patient stated that another time, it was found that the catheter was not hooked up to their spine, so the fluid coming out of the pump was going into their body, so they were taking pills. The patient was wondering about having a baclofen only in the pump and taking pain meds orally. The patient was wondering if there would be less issues with pump if they only had one drug versus multiple drugs in the pump. They were tired of having issues with the pump. The pump was on their left hip since they were falling forward a lot at the time and they didn't want to land on the pump. The patient stated that the physicians decided to put the pump toward their back instead. The patient stated that another time, they had the pump filled by a healthcare provider and within two hours they were basically crawling around and having a hard time seeing since everything was going black. They got in the hospital and the hcp went in to find out what was going on; the patient never finished their statement as the patient stated that they forgot what they were saying. The patient stated that they were having problems with the pump now. They were given a physician listing before, however, the patient then stated that they never received the listing. The patient had an appointment on (B)(6) 2025 to talk about the pump, however they were told by other doctors that the hcp were going to not manage their pump. They wanted to find someone else more knowledgeable, so they did not end up dying. The patient wanted a hcp listing via e-mail and regular mail. The patient stated that one time, they had a pump being replaced and they were having a hard time with what was going on and that they did not know if it was related to the pump or not. The patient stated that the hcp found that the catheter had kinked, so hcp changed the pump and repaired the catheter. The patient then wanted to know what the scanners (pt was referring to the clinician tablets) would pick up from the device. The patient stated that they had pumps shut off on them and pumps that were pumping more than they were supposed to be. The patient stated that they had multiple sclerosis (ms). They were out of pills that would basically kill their liver and kidneys due to spasticity. The patient stated that they would be told nothing was wrong with the pump. The patient stated that they were told that when hcp was filling the pump, the medications did not go into the port, and they were left in the dark on what happened. The patient stated that this had happened to other people when the pump was being filled, so hcps and mdt must have come up with the solution of scanning equipment for filling pumps. The patient stated that two years ago, they were sitting at home not feeling right, so they got taken to the emergency room and the hcp had to turn the therapy up 80% to get them where they needed to be again. The hcp also did a test on the pump where the patient was opened, so that hcp could ensure that the pump was working correctly. The patient stated that hcp said that nothing was wrong with the pump, so the pump would not be replaced, so hcp used the same pump that was already implanted. The patient asked why they ended up in the hospital if the pump was working. The patient stated that nobody was taking responsibility with the important stuff. They didn't want to sue anyone, and they just wanted to keep using the pump and safely. Due to the nature of the call with the patient being upset and all over the place during the call, and with patient reiterating information that was already, the agent did not ask for further information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.